Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s complaint allegation was confirmed. In addition, the investigation found that the curved rubber adhesive section is missing. Based on the results of the investigation, the most probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that the image occasionally blackouts. There was no report of patient involvement.

Manufacturer narrative:
E1: facility full name: (B)(6) hospital, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.